Event description:
During site visit of our field representative in one of the hospitals in (B) (6), it was discovered that eleven iw934jeu cosycot infant warmers had significant steering and/or base damage problems. It was observed that the cosycots had excessive accessory overloading of approximately 72.25kg, compared to a maximum limit of 54.20kg. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The complaint device was visually inspected on-site by out field representative for significant steering and/or base damage problems. Results: based upon the on-site assessment, significant structural electrical elevator base damaged had occurred. The cosycot had been overloaded. Conclusion: total weight of the device, including accessories and patient, exceeding 115 kg, can cause cracks in the plastic legs' base and damage to the base electric elevator mechanism.